Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a disturbance was present in the image and the subject could not be recognized. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple devices reported. Reference report patient identifier: (B)(6) for additional report.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Event description:
The problem, as reported to olympus, occurred during a therapeutic laparoscopic hernia procedure. The intended procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.